Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level went as high as 421 mg/dl. Customer treated their high blood glucose via correction bolus. Customer advised they changed out their set three times and the alarm recurred. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery and basal delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised the insulin pump worked properly and the alarm did not recur. Customer was advised to monitor the insulin pump, their high blood glucose levels and call back if issues persist.